Event description:
It was reported to vyaire medical that the vela ventilator's o2 (oxygen) was out of range and started alarming. The patient was immediately transferred to another vent and no patient harm reported with this event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite. The unit passed pre checks upon arrival.the blender was replaced and the regulator was verified to be 40 psi. The o2 inlet,o2 sensor were calibrated and operational verification procedure was performed and passed. The unit operates to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.